Event description:
Technician alleged that the brakes are holding but the brake casters ratchet. No patient impact.

Manufacturer narrative:
The technician replaced the brake casters to resolve the issue.